Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported during surgery while rasping, the attachment screws of the rasp handle broke.

Manufacturer narrative:
The product was not returned for further review, therefore dimensional analysis could not be performed. Image provided shows a disassembled calcar rasp handle. The rasp handle has a potential field age of approximately 9 years based on manufacturing date. The frequency of use cannot be determined. Receiving inspection report review identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. A material change was initiated to address instances of pin weld fractures for rasp handles by altering the dimensions of the pin and insertion hole to improve fatigue fracture resistance. The handle in this complaint precedes this material change. With the information provided, it can be determined that the failure was from a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.